Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using two proglide devices. Reportedly, devices had defect in the introduction of the devices, with loose sutures. Another device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulties were confirmed as a posterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty appears to be related to a posterior needle deflection during plunger deployment as the returned device observed a posterior needle to cuff miss occurred. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.